Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no product was returned.

Event description:
Pt status post lcp medial distal tibia plate implantation on an unk date showed three or four screws were broken. Pt was returned to operating room on (B)(6) 2011 and all hardware was removed. Pt was revised to an external fixator. It is not known which screws were broken. This is thirteen of thirteen reports for this event.

Manufacturer narrative:
The reported devices are a combination of 3.5mm cortex screws and 3.5mm locking screws. There are a total of 12 screws, however, the quantity of each type of screw was not provided.